Manufacturer narrative:
The product lab received one bipolar pacing catheter with attached monoject 1.3 cc volume limited syringe at gate valve. The reported issue of balloon inflation difficulty was confirmed. A visual examination found that the catheter tip was completely broken off at the inflation port, and the balloon was ruptured around the circumference at the position near the catheter tip breakage. The cross surfaces of broken catheter tip appeared uneven and rough. The edges of balloon latex did not appear to match up. The edges of broken catheter tip sections also did not appear to match up. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. No other visible damage was observed from balloon windings, catheter body and returned syringe. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, the balloon failed to maintain its inflation. There were no patient complications reported.